Event description:
Same case as MDR ID# 2134265-2014-06891. It was reported that stent damage occurred. A 2.25 x 38 synergy¿ drug-eluting stent was selected for use to treat the target lesion. During preparation, the physician noted that some struts in the middle of the stent were in bad conditions. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Maude report mw5040743. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 38 synergy drug-eluting stent was selected for use to treat the target lesion. During preparation, the physician noted that some struts in the middle of the stent were in bad conditions. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds was returned for analysis. A visual examination of the crimped stent found the stent had moved distally on balloon and the crimped stent was damaged along its entire length. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found a minor kink at the port bond skive. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-06891. It was reported that stent damage occurred. A 2.25 x 38 synergy¿ drug-eluting stent was selected for use to treat the target lesion. During preparation, the physician noted that some struts in the middle of the stent were in bad conditions. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).